Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch # 557a78. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60d partially fired 1/10 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the knife advanced noted on the device, should be noted that when using the reverse button ensure that the knife is fully back in its home position, if the knife remains advanced the device jaws would not open. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 557a78, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Was there any difficulty opening the device jaws? Yes. 2. If yes, what steps were taken to open the jaws. Not possible to open it. 3. If the jaws could not be opened, how was the device removed. The device removed closed through the trocar. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sigma procedure, the device did not open after insertion into the abdomen. No patient harm nor significant delay reported.